Event description:
It was reported that an asymptomatic patient presented in clinic during follow up and far r wave oversensing was observed on a realtime egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.